Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Stryker observed proper device operation through functional and performance testing. The device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation therapy during a patient event. This issue is patient related; however there was no adverse patient outcome reported.